Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to 367 (mg/dl) and trace ketones over the past 3 weeks. Customer administered correction boluses to treat bg levels. Reportedly, customer programmed a decreased temporary basal insulin rate for a few hours on the morning of (B)(6) 2016 because they were running low on insulin in the cartridge and were not ready to change the pump supplies. Customer also reported that their pump settings had recently been changed by their health care provider; however, they did not clarify what settings had been changed. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.